Event description:
The customer reported being in the emergency room due to high blood glucose of 589mg/dl, and her blood glucose was treated with manual injections. The customer mentioned receiving no delivery alarms, but she declined to troubleshoot the device and requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.